Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) female patient had impella 5.0 pump inserted in the right femoral for an unknown indication. It was reported the patient had mild ar before impella was inserted. After insertion of the impella device, ar became severe. Since impella was 42mm deep, position was adjusted; however, this did not improve the ar. The physician stated that of the three leaflets of the aortic valve, two leaflets were joined due to calcification and movement was poor. The rest of the leaflets could not be sealed with impella due to calcification. It was noted that ar was exacerbated. As a result of the event, impella was explanted and the patient was managed by intra-aortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO). No further information provided.